Manufacturer narrative:
Device evaluation by MFR: synergy ous mr 3.50 x 24mm stent delivery system (sds) was returned for analysis without the manifold hub. A visual examination of the stent found signs of stent damage. Stent struts in the proximal section of the stent were lifted and pulled distally. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The overall stent length was also measured using calipers and the result was 23.79mm, this is within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found a break in strain relief 23mm proximal to distal end of the strain relief, with the manifold hub not returned. Additionally, multiple kinks were noted along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 24-26mm in length target lesion was located in the severely tortuous and moderately calcified, 3.75-4.00mm in diameter right coronary artery. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon withdrawal, the stent struts were lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that shaft break occurred during transit.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 24-26mm in length target lesion was located in the severely tortuous and moderately calcified, 3.75-4.00mm in diameter right coronary artery. A 3.50 x 24 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon withdrawal, the stent struts were lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.